Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "audio alarm, batteries were removed to silence the alarm" was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that this condition was a result of a 589:317:1061:0000 failure code and determined the cause to be the result of depleted main batteries, which were damaged through use/user error. The main batteries were replaced to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with an "audio alarm, batteries were removed to silence the alarm". It is unknown when this condition occurred on the "general nursing floor". This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.